Event description:
Patient died as a result of intracranial hemorrhage. The "hemorrhage was thought to be a direct result of trauma caused by insertion of the electrode as deterioration occurred at the time of surgery and immediate postoperative CT scan confirmed the cause."